Event description:
It was reported that the male luer spin collar cracked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a male luer spin collar cracked was confirmed. Visual inspection of the set noted that the male luer collar was cracked. Closer inspection under magnification observed tool marks on the sets collar. Functional testing was deemed unnecessary due to the sets broken male luer. The root cause of the male luer crack could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer states that the patient is an adult patient.

Event description:
It was reported that the male luer spin collar cracked during patient use. There was no report of patient harm.